Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was giving an alarm every four hours. It was further reported that the pace-sense portion of the right ventricular (rv) lead was replaced with a new pacing lead. The high volt portion of the rv lead remains in use. No patient complications have been reported as a result of this event.